Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise, low impedance, and oversensing. The patient experienced dizzy spells from time to time. The lead was capped and replaced. No further information was available.